Event description:
It was reported that the system was malfunctioning. There was a fault on the universal surgical manipulator (usm) and the surgeon lost control of the arm. No further details were available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not receive a da vinci product involved in this complaint to perform failure analysis as of the date of this report. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.